Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, about half an hour of a total laparoscopic hysterectomy (tlh) procedure, the device was stuck and unable to open the jaw when the surgeon tried to regrasp a tissue. It was not yet applied to any tissue or vessel when the issue occurred. The handpiece was not cleaned during the procedure. The knife blade was not extended nor protruded beyond the edge of the jaws. A second device was required to complete the procedure. There was no patient injury.